Manufacturer narrative:
Additional findings unrelated to the reported event: visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 8.5 ¿ 10.2 cm from the connector pin consistent with friction to the device can. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.